Manufacturer narrative:
As reported, the balloons of the 4 5f mynxgrip vascular closure devices (vcd) popped. The physician inflated the first balloon inside the patient and the balloon ruptured. The physician inflated ¿two or three more¿ on the table and all of them ruptured. There was no harm to the patient and a manual hold/pressure was performed to achieve hemostasis. The physician is a certified user. Other additional patient/procedural details were requested but were unknown. The mynxgrip vascular closure device 6f/7f involved in the reported complaint was not returned. However, 5 sterile mynxgrip vascular closure device 6f/7f from the same lot, f1816202, were returned for evaluation. The devices were returned in their original sealed packages, but not in a controlled temperature condition. Three samples were randomly chosen from the returned devices for visual inspection. No anomalies/damages were observed on the 3 samples. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the 3 sample devices with water. No leak was observed in the balloon of the 3 samples. The balloon of each sample was fully inflated, and pressure was maintained with proper functioning of the inflation indicator. A product history record (phr) review of lot f1816202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ and ¿balloon loss of pressure at prep¿ could not be confirmed as the devices were not returned for analysis. The reported ¿balloon loss of pressure¿ were not confirmed in the five returned sterile devices as the devices preformed as intended per the instructions for use (IFU). The exact cause of the reported events could not be conclusively determined. Vessel characteristics, although not reported, may have contributed to the event that occurred in the patient. Handling factors, such as excessive inflation force, may have contributed to the events that occurred during prep. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the information available suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.

Event description:
As reported, the balloons of the 4 5f mynx grip vascular closure devices (vcd) popped. The physician inflated the first balloon inside the patient and the balloon ruptured. The physician inflated two or three more on the table and all of them ruptured. There was no harm to the patient and a manual hold/pressure was performed to achieve hemostasis. The physician is a certified user. Other additional patient/procedural details were requested but were unknown. The remaining 6 unopened products will be returned together with the 3 devices with malfunction.